Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r h3, h6: no parts have been received by the manufacturer for evaluation. A05- localizer faulted a1102- localizer faulted message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while prepping for a case, a "localizer faulted" error appeared on the screen with an orange light. After looking into the the network device interface (ndi) tool box, the manufacturing representative (rep) found bump and temperature errors. It was noted that the probable cause of the issue was that the complementary metal-oxide-semiconductor (cmos) battery faulted. There was no patient present.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue was found prior to the patient being in the room while loading the patient exams. The site went ahead and used the electromagnetic (em) emitter instead of the optical one. The patient was not present and the site was able to complete the case with em. There were no issues during the case and the surgeon was pleased with the outcome.

Manufacturer narrative:
Wo: h3: a medtronic representative went to the site to test the equipment. The camera was replaced. The system then functioned as in tended. H6: codes b01, c08, and d02 are applicable to the system checkout. Hw analysis: h3: the camera, lot number: p903538, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .568mm with a passing threshold of .250mm. H6: codes b01, c02, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Camera was exchanged and the new camera worked. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.